Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked battery tube threads, broken reservoir tube lip, and no crack on reservoir tube noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump alarmed motor error. The insulin pump had a crack in the reservoir compartment area. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.